Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited radio frequency (rf) telemetry anomaly. No intervention was done. The patient status was unknown.